Event description:
A 24mm diameter x 14mm diameter x 16.5cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm and vessel morphology are unknown. It was reported that the device was inserted percutaneously and the insertion site continued to bleed after the procedure although pressure was applied to the groin in attempt to stop the bleeding. The next day the vessel was sutured and two days later, the pt had a pulmonary embolism and went into ventricular fibrillation and expired.